Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. No product was returned; visual and dimensional evaluations could not be performed and the reported event could not be confirmed. Part and lot identification are necessary for review of device history records, neither were provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a revision procedure for a right hip was planned due to unknown reasons; however, no revision has been reported to date. Additional information has been requested but has not been made available.

Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a revision procedure is planned due to unknown reasons; however, no revision has been reported to date. Additional information has been requested but has not been made available.